Event description:
Pt admitted with diagnosis of gastroenteritis and dehydration. The pt had fever, vomiting and was lethargic. They had a history of ventricular peritoneal placement at another facility. Pt was taken to or for vp exploration, noted to have no flow of fluid through ventricular catheter after disconnection of it from the rickham reservoir. New ventricular catheter placement.